Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle has a cracked barrel with no suture remnant inside the hole. This is a manufacturing defect caused by overswaging.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02188. The same patient is represented in each medwatch. Medwatch report # 2210968-2013-02187 has received a failure status for duplicate report number. Therefore, the report has been reassigned medwatch report # 2210968-2013-02351 and submitted electronically to the FDA.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012 and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported.